Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the coil is not attached to the ivus catheter. No further information could be obtained.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. The device was returned for analysis. Visual inspection revealed that the anchor housing was detached from the female telescope. Media returned by the customer was inspected and showed the device label without any evidence of the reported issue. Based on this evidence, the reported issue of sheath detachment of device or device component is confirmed. The detachment of the anchor housing found during the visual test could have contributed to the sheath detachment of the device or device component.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the coil is not attached to the ivus catheter. No further information could be obtained.